Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the vad transplant coordinator that the pneumatic lead at pump insertion appeared compromised to where the wires are exposed. The perc line was expired; however, the surgeon would prefer to exchange the pump. The pump was exchanged for a pvad, and the pt was stable.

Manufacturer narrative:
The patient remains stable on pvad support. The device has been returned to the MFR and is currently being investigated. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.